Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bard mesh were used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy and sacral colpopexy due to pelvix organ prolapse, stress urinary incontinence, and enterocele. Following insertion, the patient experienced vaginal bleeding, mucous and pain. The patient underwent vaginal wall closure on (B)(6) 2004 due ot vaginal wall bleeding. The patient underwent closure of vaginal wall concurrently with a cystoscopy on (B)(6) 2005. The patient underwent a vaginal wall reconstruction on (B)(6) 2005 due to vaginal bleeding. The patient underwent vaginal wall closure and reconstruction on (B)(6) 2005 due to vaginal wall bleeding and erosion. (B)(4).